Event description:
Ez-io was attempted in right distal tibia. The catheter did not flush properly. Rn attempted to remove the io. Removal was unsuccessful after several attempts. On (B)(6) 2014 attempts made by physician and aprn to remove the I/o catheter at the bedside. The needle eventually broke of flush with the bone. It was decided to leave the remaining needle in the bone and close the incision. (B)(4).

Manufacturer narrative:
A report was provided to vidacare indicating an ez-io needle sets was placed into the distal tibia of a (B)(6) year old, 131.4 kg patient. Attempts to contact the reporting facility for further information were not successful. There are several potential reasons for the inability to flush and utilize the io catheter which include inadequate catheter length; placement problems (too low or high on the tibia); a placement that is too deep with an extension of needle tip to the opposite bone cortex. Several of these cited potential reasons for an inability to flush the io catheter may also have contributed to the difficulty during catheter removal. Using proper technique the risk a needle breaking off is minimal . The description provided was insufficient to determine causative factor in this case.